Event description:
It was reported by service report that, the communication cord screws were broken off into the jack screws, not allowing a good connection to the head wall interface cable. It was also reported that, the footboard main label was missing. No adverse consequences were reported.